Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement on (B)(6) 2011. According to the complainant, the patient had a stricture due to cancer within the biliary tract in the hepatic junction. The patient was not noted to have tortuous anatomy but the stricture was dilated prior to stent placement. During the procedure, the stent system was positioned within the left hepatic duct and the assistant began deployment. However, it was determined that the stent was not in the correct location. The stent was fully reconstrained. The physician repositioned the stent system. When the assistant attempted to begin deployment a second time, the stent failed to deploy at all from the delivery system. No visible damage was noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Based on the investigation results, which indicate that the stent wires were uncrossed and damaged, this is now considered a reportable event.

Manufacturer narrative:
Reported event of stent deformation (stent wires uncrossed) and stent wires bent. A visual examination of the returned device found that the stent had moved distally from the stent cup and holder within the outer sheath. The distal end of the stent was located at the proximal end of the distal tip. The outer sheath was just slightly retracted from the tip. During a functional evaluation, it was possible to retract the outer sheath and deployed the stent; however, severe resistance was encountered initially. An examination of the deployed stent found that both the distal and proximal stent wires were uncrossed and damaged. An examination of the stent cup and holder found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.